Event description:
It was reported that the patient with a pacemaker device was washing windows using a squeegee in an up and down motion and experienced symptoms. The patient indicated they felt like they were going to pass out, but they did not. The patient has stopped that activity and has not had additional symptomatic episodes since then. The patient was noted to pace therapy dependent or intermittently pace therapy dependent. Boston scientific technical services (ts) indicated there was a stored episode from the day of the patients symptoms which exhibited oversensing on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Ts noted it was difficult to discern if the oversensed signals are true ventricular beats or noise. Further review of stored episodes showed oversensing of what ts indicated to be non-physiologic noise. Ts explained to the boston scientific representative that the stored episodes go back to the day after the current device was implanted. In one episode, there was pacing inhibition with asystole greater than two seconds observed. It was noted by the clinic that there was no noise observed with the previous device and current rv lead prior to device replacement. Ts also noted the rv threshold measured 3.4 volts at 1.0 milliseconds, which is high, but the pace impedance measurements are stable at approximately 450 ohms to 480 ohms, which is within normal specification limits. It was noted that the patient was coming into the clinic for an evaluation. Ts discussed with the boston scientific representative the types of isometric testing to perform and suggested checking the unipolar rv pace impedance. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).